Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. The account reported that the patient received a heart transplant on 08jul2021. The patient had been listed normally for the transplant. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. It was also communicated that heartmate (hm) 3 lvas, serial number (B)(6), would not be returned for evaluation. The heartmate 3 lvas IFU, is currently available. No device related issues were reported by the account. The patient was routinely transplanted on (B)(6) 2021. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20dec2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that the patient was listed normally for transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted.